Manufacturer narrative:
(B)(4).device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one idrive ultra powered handle 1 and one endo gia adapter standard opened by the account. No visual abnormalities were noted for the handle or adapter. The (B)(4) was uploaded and indicated 24 autoclave cycles for the adapter. The (B)(4) was uploaded and indicated 24 autoclave cycles for the handle. Functionally, the quick connect was depressed numerous times and displayed no hang-ups or abnormalities. The articulation, rotation, close/fire, open and push to fire buttons and knobs were twisted and depressed all showing full functionality. The unload button on the adapter was depressed numerous times and displayed no hang-ups or sluggish returns. The isi pin location was checked and found to be at the center and the center rod orientation was checked and was found to be assembled properly. Since the clinical battery and reload were not returned, pmv representative ones were utilized for all functional testing. A pmv idrive battery pack was loaded into the idrive ultra. The idrive ultra powered up properly and system calibration was successful indicated by the steady green light above the handle symbol. All (B)(4) white status lights illuminated indicating more than (B)(4) surgeries remaining on the handle. The adapter was inserted onto the handle and calibrated without issue. All (B)(4) white status lights illuminated indicating more than (B)(4) surgeries remaining on the adapter. A pmv endo gia¿ 60mm articulating medium/thick reload was inserted onto the adapter and the reload detect led immediately started flashing as intended, indicating that the software recognized the presence of a reload. The reload was closed and then opened to change the flashing green reload detect led to a solid green state. The adapter was rotated in increments of forty five degrees and fully articulated left and right each time, and the device recognized the reload the entire time. The pmv endo gia¿ 60mm articulating medium/thick reload was then fired. The reload cut cleanly on the appropriate test media. The reload loaded, unloaded, articulated, rotated, and opened/closed properly and without difficulty. The adapter was rotated several times both in a clockwise and counter clockwise direction with no abnormalities. The adapter was evaluated by engineering and no functional or visual abnormalities were found. A review of the device history records indicates each device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a lobectomy, the surgeon pushed the silver toggle and stopped to push at some point. The shaft kept rotating and finally stopped rotating at 180 degrees. The last known patient status is that he/she is good. It was also reported that the patient did not experience any adverse event as a result of the device malfunction.